Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 560 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose level. Customer was not using auto mode at the time of incidence. Customer performed self-test and high pressure test and it was passed. The insulin pump will not be returned for analysis.